Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7074759.

Event description:
It was reported that the patient was experiencing paint and burning sensations. It was also reported that the ipg would not charge as it was flipped causing difficulty to communicate with the remote control. The patients lead had migrated as well which was confirmed thru x-ray. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.